Event description:
During product evaluation by a service technician, a flo-gard infusion pump experienced the f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the f-38 alarm was determined to be an out of specification force sensing resistor. To correct the condition, the force sensing resistor was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.